Manufacturer narrative:
For the investigation the logfiles were analysed, the described failure "poti unplugged" could be confirmed. In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. In (B)(6) 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that the device posted device failure with "o2 poti-unplugged" 3 times while in use. Thus, the customer replaced the device. No injury reported.